Event description:
It was reported that during the procedure, when trying to place this right ventricular (rv) lead in the left bundle branch, the threshold was high. When the physician attempted to retract the helix mechanism, the lead could not be extracted, causing the physician to enforce pressure to remove the lead from the septum. When the lead was finally removed, the helix mechanism was deformed. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix and noted a kink in the lead approximately 330 millimeters from the terminal end. The helix mechanism was stretched out (deformed), confirming the helix extension/retraction difficulty allegation and the damaged/defective allegation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis determined that helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that during the procedure, when trying to place this right ventricular (rv) lead in the left bundle branch, the threshold was high. When the physician attempted to retract the helix mechanism, the lead could not be extracted, causing the physician to enforce pressure to remove the lead from the septum. When the lead was finally removed, the helix mechanism was deformed. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.